Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were re-seated. The interconnect cable was replaced and the voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system would not boot up prior to a case. No pt injury was reported.